Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and ovarian cyst ("ovarian cyst") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fallopian tube disorder ("abnormal tube"). In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingo-oophorectomy and mini laparotomy.) And surgery (salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved and the ovarian cyst, menstrual disorder, abdominal pain and fallopian tube disorder outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fallopian tube disorder, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: dysmenorrhea, pelvic pain. Most recent follow-up information incorporated above includes: on 9-apr-2018: pfs+mr received, reporter added, events added as:- abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), ovarian cyst, abnormal tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and ovarian cyst ("ovarian cyst") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included blood pressure high, migraine and chest pain. Concomitant products included cetirizine hydrochloride (procet) and labetalol. In 2007, the patient experienced ovarian cyst (seriousness criterion medically significant) and fallopian tube disorder ("abnormal tube"). In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (total laparoscopic hysterectomy(full) with bilateral salpingo-oophorectomy and mini laparotomy.) And surgery (salpingo-oophorectomy/oophorectomy (bilateral removal of ovaries),). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved and the ovarian cyst, menstrual disorder, fallopian tube disorder and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fallopian tube disorder, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: dysmenorrhea, pelvic pain. Most recent follow-up information incorporated above includes: on 22-jun-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information. Other relevant history updated. Events: depression, anxiety were newly added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent total laparoscopic hysterectomy with bilateral salpingo-oophorectomy.). Essure (ess205) was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.